Event description:
Related manufacturer reference number: 2017865-2023-95678. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial and ventricular leadless pacemakers exhibited a false end of battery life alert. The flag was cleared, and the system functioned appropriately. The patient was stable.